Event description:
It was reported that the infusion set was deployed incorrectly because the needle cover was not removed, and the ilet user replaced the infusion set and completed the supply change; the issue involved improper procedure and relates to the infusion set component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an incorrect procedure during deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.